Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgical technician reported a patient with cylinder axis off in the right eye one day post lasik. The patient notes blurry vision. An enhancement is planned.

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. A review of the device history record was traceable to the reported serial number indicating that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of treatment. The root cause could not be identified or determined conclusively. The manufacturer internal reference number is: (B)(4).